Event description:
Information received indicates the casters continue to swivel after the brake is set.

Manufacturer narrative:
The technician found the foot end hex rod broken. The technician replaced the hex rod and all four casters to repair the stretcher.